Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2024 between 1400 and 1600 hours, the clinician started an infusion of lactated ringers 1000ml at a rate of 250ml/hour and the volume to be infused was 500ml. The infusion was started around 1400 and the clinician checked on patient at 1525 hours "and noticed that no fluids had left the bag, and the pump was not alarming". However, the pump displayed that approximately 397ml of fluid had been infused. The infusion was programmed using basic infusion settings. Per facility's biomed, they did not find any faults when they tested the device. There was patient involvement but no harm.

Event description:
It was reported that on (B)(6) 2024 between 1400 and 1600 hours, the clinician started an infusion of lactated ringers 1000ml at a rate of 250ml/hour and the volume to be infused was 500ml. The infusion was started around 1400 and the clinician checked on patient at 1525 hours "and noticed that no fluids had left the bag, and the pump was not alarming". However, the pump displayed that approximately 397ml of fluid had been infused. The infusion was programmed using basic infusion settings. Per facility's biomed, they did not find any faults when they tested the device. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an under infusion of lactated ringers could not be confirmed from the log analysis and could not be replicated through device testing. ¿ the initial infusion programming was performed as a basic infusion, recorded on (B)(6) 2024 at 2:04 pm, with a rate of 250 ml/h and a vtbi of 500 ml. ¿ the infusion was paused at 3:39 pm, at 3:43 pm the volume infused was checked and the system was powered off. ¿ the system was powered on again at 3:49 pm and the previous infusion was restored and started at 3:51 pm. ¿ at 3:51 pm an air in line alarm was observed, followed by a door closed (restart) alarm. The infusion was then started but was interrupted by a second air in line alarm. ¿ at 3:52 pm, a door open alarm was observed, followed by a safety clamp open alarm and then a door closed alarm. The channel select key was pressed, followed by the restart key, resuming the infusion. ¿ the system was recorded powered off 10 seconds after the infusion was started at 3:52:30 pm. O it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ the inspection and testing of the pump module did not find any existing malfunctions that could have contributed to the reported incident. The suspect pump module was found to be infusing within specification. O per product labeling, the alaris user manual (v9.33) states that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. O the ¿set loading and unloading guide for the bd alaris pump module¿ tipsheet details the steps to properly load an IV set into the pump module. ¿ the device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported under infusion of lactated ringers was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification. Note that imdrf annex a040502, a09, a050701, a1801, g02017, g04090, g04037, g04067, c0601, c07, d01, d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.